Event description:
Event description guidant received information that a pacemaker-dependent patient with this implantable cardioverter defibrillator (ICD) experienced three episodes of ventricular fibrillation (vf) that self-terminated, however, there was temporary inhibition of pacing. It was also reported that noise occurred simultaneously on all three channels of the device. All impedance measurements were reported as normal and stable. No problems were reported for intrinsic p wave sensing, even though the patient was experiencing atrial fibrillation. It was also noted that the noise could not be recreated upon arm manipulation. The patient reported feeling dizzy, but cannot recall what he was doing at the time of the event.